Manufacturer narrative:
Device evaluation: g4, g7, h2, h3, h6 and h10 result of investigation: vyaire field service went onsite, investigation revealed a bad flow sensor causing the alarm. As a resolution, a performance check performed to manufacturer specifications. The unit was calibrated to the customer preference.

Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that the vela has a transducer fault alarm. The issue occurred during patient-use and the device was removed from then patient. The customer confirmed that there was no patient harm associated with the reported event.